Event description:
A nurse reported that a pt that had undergone uneventful cataract extraction with intraocular lens (iol) implant. At one day post-op, the pt was diagnosed with toxic anterior segment syndrome (tass). The pt was noted to have fibrin on the iol and tracking to the incision. The pt's condition resolved with treatment. A total of four pts have been diagnosed with tass. This report concerns pt 1.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. The root cause cannot be determined. (B)(4).